Event description:
The customer reported discordant beta human chorionic gonadotrophin (bhcg) results during a patient correlation study involving the access 2 immunoassay system. An initial result of 1,800 miu/ml was obtained. Subsequent testing of the sample, on an alternate instrument, produced a higher result of 4,000 miu/ml, which was reported. The customer did not perform testing of any patient samples for diagnostic purposes prior to o.r during the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the instrument pipette tip and verified instrument ultrasonics were acceptable. The fse then re-calibrated dil-hcg (human chorionic gonadotrophin) and performed dilution correction factor adjustments to achieve acceptable reproducibility of dil-hcg patient results across the two instruments used to perform the correlation study. The fse replaced the instrument pipette tip and verified instrument ultrasonic settings were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware (pipette tip) is the likely cause of the event.